Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31620964l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported at the end of a persistent atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter, the patient experienced a cardiac tamponade treated with a pericardial drainage. In addition, the patient had a cardiac arrest and subsequently the patient expired. At the end of the procedure, tamponade was detected. The patient was not waking up, with a drop in blood pressure. Transthoracic echocardiogram to confirm tamponade and pericardial drainage. Cardiac arrest on the table and patient death reported. Possible causes were ablation in the coronary sinus, loss of transseptal access followed by multiple attempts to re-enter the left atrium. The biosense equipment was not implicated. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).